Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report concerning an intraocular lens (iol) that was explanted from the patient's right eye after the patient experienced an unexpected post-operative refraction. It was noted that the patient had undiagnosed keratoconus. The lens was explanted through a normal size incision (2.5 mm) not an enlarged one. The iol was cut in half and removed. Another iol was successfully implanted in the same procedure. No surgical complications were reported.

Manufacturer narrative:
Corrected data: date of this report: (B)(6) 2013. Additional manufacturer narrative: a review of the manufacturing records was performed where no deviations or nonconformities were found. Diopter measurement records verified and was shown to be within specifications. This was in compliance with the labeled dioptric power of 16.0 diopter for this serial number. Review of the historical complaints revealed that no complaints from this lot number were received. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.